Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned high results for approximately 50 patient samples tested for crpl3 c-reactive protein gen.3 (crpl3) on a cobas 8000 c 702 module. The customer had run qc at 12:50 p.m. On the day of the event and there were no issues. Qc was run at 5:00 p.m. And the results were high. The customer recalibrated the assay and repeated qc. The customer repeated all crp results that had been generated between 12:50 p.m. And 5:00 p.m. And the crpl3 results for 2 patient samples were erroneous and had been reported outside of the laboratory. The initial incorrect results were amended and the repeat results were verbally reported to the hospital wards. Patient 1 initial crpl3 result was 94.39 mg/l. The repeat result was 55.78 mg/l. Patient 2 (male (B)(6)) initial crpl3 result was 58.21 mg/l. The repeat result was 36.75 mg/l. Patient 1 was not adversely affected. This patient has been discharged. Patient 2 was not adversely affected. This patient is an inpatient in the hospital. The crpl3 reagent lot number was 274185. The expiration date was not provided. After the initial point of contact, the customer provided data for an additional 65 patient samples. Of the data provided, the results for 15 patient samples were erroneous. The results for these patients were not amended or reported to the hospital wards. Based on the calibration trace data, the calibration pack was initially successfully calibrated on (B)(6) 2018. At 1:05 p.m. Calibration failed. Calibration was repeated at 2:04 p.m. And the results differed by 12% between the initial calibration and re-calibration. The 2 subsequent calibrations run at 5:30 p.m. Produced higher signals. Issues with cell blank and sample aspiration were identified based upon a review of the alarm trace. High qc results identified the issue at approximately 5:00 p.m. And re-calibration solved the issue at 5:30 p.m. Since the issue affected only a few samples, a general product problem with the material is not likely. The issue may have been caused by missing maintenance of cuvettes or the sample pipetting system. Preanalytical issues may have contributed to the issue. Investigations are ongoing.

Manufacturer narrative:
Based on the information available, the root cause was determined to be a reagent handling issue at the customer site. The customer received "dup errors" during calibration of the new reagent pack which is a symptom of poor mixing. Product labeling advises to invert the reagent several times prior to use to ensure that the reagent components are mixed. Once the reagent pack was recalibrated, the customer had no more issues.